Event description:
The following information was provided by the affiliate: eight months following cypher stent placement, follow-up coronary angiography is conducted and reveals restenosis at the proximal end of the first cypher implanted (the most distal cypher). Stenosis was 69.5%. A 2.5 x 10mm cutting balloon (unknown MFR) was used to angioplasty the lesion. It was inflated at 6 atms and 8 atms for 60 seconds. Timi pre- and post-procedure was 3. The procedure was successful. Per the procedural physician, the probable cause of this event is unsatisfactory deployment of the first cypher. The internal area of that device was 3.3mm.